Event description:
This report summarizes one malfunction event. A review of this event indicated that model unknown filter vena cava filter allegedly experienced malposition of device, difficulty to remove, positioning issue, and perforation. This report was received from one source. One patient was involved with no patient consequences. The patient is 58 years of age and female; however, the patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review was not performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed for positioning issue, tilt, perforation, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, d4 (device: 3009). H11: b5, d1, g1, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model rf400f vena cava filter allegedly experienced malposition of device. This report was received from one source. One patient was involved with no patient consequences. The patient is 58 years of age and female; however, the patient weight was not provided.

Manufacturer narrative:
For the reported event, lot number was not provided, and lot history review. The sample was not returned for evaluation. Medical records were provided and reviewed. During filter deployment, inferior vena cavogram indicated a large vena cava. Because of the diameter of the vena cava, the filter was placed lower than usual. Once deployed there was a slight right-sided tilt to the filter but good approximation of the prongs. Therefore, the investigation is inconclusive for perforation of the ivc and retrieval difficulties. Additionally, the investigation is inconclusive for filter tilt as there is no information surrounding the degree of filter tilt. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model rf400f vena cava filter experienced malposition of device. This report was received from one source. One patient was involved with no patient consequences. The patient is (B)(6) years of age and female. Patient weight was not provided.